Event description:
It was reported that the biomed had an arctic sun device that was not cooling. The chiller temperature (t4) was 4.3 and mixing pump was at 100 percentage. They gave information for 2000-hour preventive maintenance. Biomed said that they would order the mixing pump and the hours were 10,335.

Manufacturer narrative:
The reported issue was confirmed. No sample received. The root cause was isolated to a faulty mixing pump. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling. The chiller temperature (t4) was 4.3 and mixing pump was at 100 percentage. They gave information for 2000-hour preventive maintenance. Biomed said that they would order the mixing pump and the hours were 10,335.